Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2010 and had performed to specification up to (B)(6) 2017. The returned pad-pak was inserted into the device and failed to power on. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. The pad-pak did not switch the device on due to blown fuses. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.